Manufacturer narrative:
Item not returned. Surgical notes were not provided. It is unk whether the components were implanted with the correct fit and orientation as pet the surgical technique. Package insert states that "loosening of the prosthetic knee components" is an adverse effect and therefore is a known inherent risk. Review of the device history records did not find any deviations or anomalies. A definitive root cause for this event cannot be determined. A field action was conducted on (B)(6) 2015, in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. This field action has been reported to the FDA under (B)(4). The device in question was implanted prior to this field action.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is further reported that the patient has been revised.

Manufacturer narrative:
Visual inspection of the tibial component found the posterior surface has some amount of bony ingrowth and fibrous tissue growth while the pegs show small amount of ingrowth. Both the pegs have been cut off the tibial plate. Minor discoloration and gouges can be seen on the surface of the tibial plate.

Manufacturer narrative:
Updated information via radiographic images and images for the explanted product. The radiographic images appear to show radiolucent lines below the tibial component at the anterior and posterior side. Visual inspection of images of the tibial component shows some amount of bone growth at the distal side and both the pegs of the tibia being cut-off, likely to aid in removal. The image for the explanted articular surface is incomplete but the visible part shows significant amount of nicks and gouges. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
Updated information via primary and revision operative notes. Review of primary operative notes confirms patient underwent a right total knee arthroplasty due to osteoarthritis. Trial components revealed good stability. Final components were cementless and impacted into place. Final components were taken through range of motion and revealed adequate stability. Review of the revision operative notes confirms patient underwent a revision right total knee arthroplasty due to a loose tibial plate. Revision operative notes stated that a subcutaneous mass was present on the lateral aspect of the knee. The mass was then sent to pathology for review. It was stated in the revision operative notes that there appeared to be evidence of tibial loosening on the medial aspect of the tibia. An ultracongruent articular surface was also used in the revision surgery. Final components were taken through range of motion and revealed adequate stability. The product history search for the tibial component did not reveal any other complaints for the product lot combination.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt is experiencing swelling and pain that shoots up and down the leg. Radiographs reveal signs of loosening and a revision surgery is in discussion.